Manufacturer narrative:
Device received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller electrical board. Unable to verify missing segments/partial display due to constant blank/flashing white light.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had flashing display and continuously beeping. Customer¿s blood glucose was 5.4 mmol/l. Customer stated that they already removed the battery but will not stop beeping and customer was treated with pen. Insulin pump will be returned for analysis.